Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited loss of capture and had dislodged. The lead was explanted and replaced. The patient was asymptomatic.